Manufacturer narrative:
The insulin pump passed the displacement, rewind and basic occlusion tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure not detected during our testing. There was no motion sensor test failure alarm on the device. The insulin pump was received with cracked case on the lcd display window corners, cracked battery tube threads and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's sister reported via phone call motor error alarm and motion sensor test failure alarm on the insulin pump. Customer's blood glucose reading was 461 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received multiple motion sensor test failure alarms and multiple motor error alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.